Event description:
Contact reports that the implanted moss miami rod broke in situ and the pt experienced pain from pelvic screws. Pt elected for removal of the devices to return to high activity level. The rod was implanted in 2002, the exact date unk.

Manufacturer narrative:
The moss miami is not available for eval. Review of its device history record cannot be performed as the lot code is unk. The device has been implanted for approx nine years. Pt was (B)(6) old female with high activity level. No conclusions can be made as to the cause of rod breakage. However, the device is intended to be a temporary fixation device to aid in the process of fusion. Breakage can occur due to delayed union or non-union as well as with cyclical loading of the device over time. These precautions are stated in the instructions for use (IFU) shipped with the device.